Event description:
Anesthesiologist reported several incidents of leaking with this stopcock. One incident reported or or on a propofol pump. No additional information is available on the other incidents. Product surveillance has made numerous attempts to obtain additional information regarding this reported event. No patient injury has been reported. No additional information has been received on this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Device has not been received for evaluation.